Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The health care professional reported via phone call that the customer was hospitalized due to high blood glucose and ketoacidosis with blood glucose of 494 mg/dl. The customer experienced symptoms such as vomiting, high blood glucose,nausea. The customer was treated with bolus. The insulin pump will not be returned for analysis.